Manufacturer narrative:
The affected delivery system was returned to edwards lifesciences for evaluation. The returned device was fully evaluated, and the following was observed upon visual inspection: balloon burst in 'j' shape (longitude and radial tear). The inflation balloon was detached from the proximal inflation balloon taper. There were no missing pieces of balloon material. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The complaint for delivery system balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. Review of the available information therefore suggests that patient factors (calcification) likely contributed to the event. The technical summary previously reference is still applicable to this complaint. No corrective or preventative actions are required.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The following instructions were reviewed: IFU for commander delivery system with s3u, device preparation manual, and device training manual. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was unable to be confirmed neither applicable imagery nor device was returned. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. A review of DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'the balloon ruptured during valve deployment'. As mentioned in the cer 'moderate +ca' was present in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, a definite root cause was unable to be determined. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure for a 23mm sapien 3 ultra valve, the balloon ruptured during valve deployment. Patient was doing good after the tavr procedure. There was no report of any patient harm.